Event description:
Pt reported infusion device turned off without providing an alert or error first. This occurred when pt was changing the infusion set. Pt also reported the infusion device did not provide a w2 low battery warning before the e2 battery depleted error. This occurred in the last few days. Pt confirmed this in the alarm history. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and requested for eval. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.